Event description:
A malfunction was reported with the code "malf 0," but there were no notable events leading up to it. The impact on the customer's blood glucose level was unknown or not disclosed. The pump showed a fault ID of 0x277d, which was resettable. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared.